Event description:
Per patient's (pt's) home health nurse (B)(6). They are experiencing a pump issue as the screen is black and the alarm keeps going off. (B)(6) advises that the patient (pt) has another pump and they were able to complete their infusion today but they would like another pump. The serial number of the defective device is unknown as it was not provided. Pt's home health nurse reported the pt did not miss a dose as they had a backup device but it is unknown if the pt experienced any adverse events due to the defective device. Pt is infusing gammagard 110gm/1100ml, made up of 1-20gm/200ml vial and 3-30gm/300ml vials. No additional details, dates, or information provided. Indication: chronic inflammatory demyelinating polyneuritis.